Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing which led to pacing inhibition and inappropriate mode switch. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart and the reported event.